Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had an appointment with his healthcare professional regarding hypoglycemic events after dinner this week. Patient went down to 51 mg/dl blood glucose (bg) and treated with fast acting carbs after alarms on the ilet. It last for less than 90 minutes, no third party needed, and no symptoms experienced from the patient. The patient added that he reduced his weight a week ago to reduce insulin delivered and was advised on off-label use and algorithm learning. The patient feels he has exhausted all resources speaking to healthcare professionals, so a replacement was sent overnight.